Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl. The customer administered a corrective injection via multiple daily injections (mdi) to address the high blood glucose. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if any issues reoccur.